Manufacturer narrative:
(B)(4). Reporter¿s phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined that the motor device had a damaged component - power broken, worn out handpiece, the handpiece was in a poor condition, the locking mechanism was worn and the bearings also, the motor was defective and the connector was loose. It was further determined that the device failed pretest for air pump assessment, noise assessment, direction control assessment and loctite and cable assessments. It was noted in the service order that the device had a damaged hose. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. The exact date of this event was unknown. If additional information should become available, a supplemental medwatch will be submitted accordingly.